Event description:
Dentist office called, said that back on (B)(6) their patient returned home from the office after the 34% chair-side whitening. She had already whitened at home for two weeks, using the kor desensitizer throughout those two weeks without issue. Then, within 24 hours of the chair-side whitening and application of the in-office desensitizer, the patient woke up with extra-oral redness around her lips, with very minor swelling of the lips as well. However, the patient did not report it to the dentist or her general practitioner, and within 24 hours, all redness and swelling subsided, and she returned to normal. The office just calling to see what might have caused this issue. We informed the office to advise the patient to discontinue use of the kor desensitizer indefinitely, due to the possibility of an allergic reaction to the hema in the desensitizer and that she could continue whitening without using the kor desensitizer. She said that the patient has had no issues since the 24 hour flare-up/reaction. The patient has had no issues since all redness and swelling subsided three weeks ago, and she is continuing her at home whitening while no longer using the kor desensitizer. Therapy dates: (B)(6) 2015.

Manufacturer narrative:
Likeley allergic reaction to the hema in the desensitizer.